Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 5.0 pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed aortic insufficiency which was associated with the use of impella. The patient required surgical intervention, details were not provided. No further information was provided.